Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump cracked battery tube threads, a cracked reservoir tube lip, scratched display window, cracked display window and a cracked case at the display window corner.

Event description:
It was reported the customer was experiencing high and treatment with the bolus was not successful. Customer's blood glucose was 500 mg/dl. Highs persisted after set change. Bolus matched daily totals. Bolus was programmed on the device and insulin did exit. High pressure test was performed and insulin pump alarmed motor error. Customer recalled the device had previously alarmed motor error during prime. The device was not dropped or bumped. The drive support cap does not appear to be damaged. No other alarms noted on the device. No further information reported.